Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the incision site, resulting in the extrusion of the implant (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.